Manufacturer narrative:
The monitor and module have been returned to spacelabs for eval. Spacelabs has been told by the customer that facility did not find any fault with the monitor or module. Spacelabs completely checked out both the incident monitor and module, and they were both working per specifications. We have determined that there has been no malfunction and the risk of serious injury or death is unlikely. This initial report is considered final and the issue is closed.

Event description:
On 09/23/09, spacelabs was notified that a baby was still born in 2009. The hospital had sent the fetal monitor and maternal module to facility for eval. There has been no allegation of a malfunction.